Event description:
It was reported that the customer's insulin pump had an error alarm. It was stated that the device has been rested, but the error alarms reoccurred. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test as a result of a loose drive support disk.